Manufacturer narrative:
Concomitant medical devices: unk competitor lead, implanted: (B)(6) 1995.

Event description:
It was reported that the patient experienced a strange feeling in the shoulder when ventricular pacing occurred. Low impedance, high thresholds, and no capture were also reported. The rv (right ventricular) lead was programmed unipolar, and then later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.